Event description:
Customer reported receiving a weak battery alarm after inserting a new battery. Blood glucose level was 194 mg/dl at the time of the call. Customer also reported that the insulin pump had previously returned a button error alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.